Event description:
It was reported that 290 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.0mm, 90% sten0sed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 290 days after the initial procedure during follow-up with a family member it was reported that the patient expired form what was reported as a sudden cardiac death. There was no autopsy. In the opinion of the physician the relationship of the death to the target vessel is unknown.